Event description:
The doctor claims that the graft was implanted for a thoracic aortic aneurysm repair when the branch being used as an arterial line of the cardio-pulmonary bypass "oozed" an unknown and unattainable quantity of blood from its walls. The "oozing" continued until the end of the procedure. The graft was left in. The patient is doing well.